Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was less than 100cc's. Pt had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.